Manufacturer narrative:
Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the start of a device replacement procedure, a small insulation breach was noticed on the left ventricular (lv) lead. The lv lead was repaired with silicone during the procedure and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.